Manufacturer narrative:
(B)(4). The patient disconnected a bag and connected a new one during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and reused single use supplies. The patient was connected for peritoneal dialysis therapy and in fill one at the time of the reported event. The patient had disconnected a heater bag and added a new bag. The technical service representative instructed/assisted with ending the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.